Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure, the plunger of the autosampler trapped the proximal haptic and partially amputated it. The procedure was completed with another new company lens. Additional information has been requested.